Event description:
While specialty care was switching modes, the aida machine shut down making picture-taking capability not available. Specialty care tech restarted machine with no luck of it turning back on. Second tower was brought in. This aida machine froze during cystoscopy, also making picture-taking capabilities unavailable. Surgeon did not lose visualization and patient was not affected, but case was prolonged due to faulty equipment. Original aida was once more turned on and off, and eventually started working.